Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Company representative on behalf of healthcare professional reported "rupture"," fissures", "deformation of the area, volume and paint in the axillary region and around the breast", "lobulations in the contours", "csi", "periprosthetic laminar fluid". Later healthcare professional reported "rupture" and capsular contracture, baker grade iii, events confirmed by ultrasound. This record is for the left side. Device remains implanted.